Event description:
The patient was planned for bone grafting the maxilla. Venous blood was drawn from the right arm for preparation of a platelet concentrate. The vials of blood were placed into the intraspin centrifuge from intralock international. After the first spin the unit malfunctioned and the lid would not open. As a result, the blood product could not be retrieved for use in the surgery. Intra-lock international (B)(4). Https://www.intra-lock.com/index.html. FDA safety report ID# (B)(4).